Manufacturer narrative:
(B)(4). The recipient reportedly continues to experiencing tinnitus. The recipient will be reimplanted at a different date. The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing tinnitus without device use. The recipient's device was explanted.